Event description:
On (B)(6) 2013, a distributor contacted animas alleging that there was a line through the display. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: during testing, the screen was fully functional and was fully illuminated with no signs of lines visible on the display. Unrelated to the display complaint, the bolus button was unresponsive to button presses. Investigation revealed that the internal plug contact was missing but no contamination was visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.